Event description:
Doctor reportedly was attempting to break a stone in pt's kidney when tip of probe "burned off" in the kidney. The doctor failed to retrieve the tip, but hoped "it would pass." The pt was made aware of the situation.